Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant of this pacemaker, pacing spikes were noted when the lead was inserted into the device header. The pacemaker was left in nominal mode and was to be reprogrammed during the post procedure follow up. When the device was interrogated during the follow up several hours post-implant, it was discovered that it was in safety mode. Boston scientific technical services (ts) was contacted and recommended replacement of the pacemaker. The patient was brought back into the operating room and this pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection noted tool marks on both the case and header. All seal plugs were intact and the setscrews were operating normally. Interrogation of the device confirmed it was operating in safety core. Analysis of device software and memory determined the clinical observations were a result of several altered memory locations. Analysis found the memory locations had all been altered at the same time. These memory errors caused the device to enter into safety mode. The cause of the memory alteration was not able to be determined through laboratory testing.